Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer requested an event log review. On (B)(6) 2013 at 10:34 pm, the user programmed an infusion of alteplase (stroke) 90mg/90ml, rate 75.6ml/hr (dose 75.6mg/hr) with a vtbi of 75.6ml. A bolus dose of 8.4mg was programmed to infuse in 1 minute. The bolus infusion was immediately paused. At 10:38 pm, the bolus was stopped and the continuous infusion was started. The device alarmed for check IV set. The user silenced the alarm, changed the rate to 84.0ml/hr (dose 84mg/hr) and the vtbi to 84ml. The rate was cleared and 75.6ml/hr (dose 75.6mg/hr) was entered as the new rate. A bolus dose of 8.4mg to infuse over 1 minute was programmed and the infusion was started. The pump module was restarted three times after alarming for check IV set. After alarming a fourth time, the user silenced the alarm and opened the door and flow stop. The door was closed and the device was restarted at 10:42 pm. At 10:43 pm, the bolus dose completed and the pump transitioned to the continuous dose. The volume recorded as being delivered was 8.423ml. At 11:43 pm, the continuous dose completed and the pump transitioned to the kvo rate of 5ml/hr. A few seconds later the unit was channeled off, shutting down the system. The total volume recorded as being infused was 84.082ml. Although only some of the intended programming parameters were provided, no programming issues were identified that could explain the customer's experience. The customer's report could not be confirmed from the log review.

Event description:
The customer reported that a tpa infusion was initiated with a bolus that reportedly infused over one minute; completing on (B)(6) 2013 at 2242. The pt was transferred to the ICU at 2300 with the "tpa infusing." The rest of the tpa solution was intended to be infused over one hr. At the end of the hr when the pump alarmed infusion complete, the tpa bottle was still full. The entire tubing set up was discarded and new primary administration tubing was hung. The rest of the tpa solution was administered as a primary infusion. The bottle concentration was 100mg/100ml; tpa injection 1mg/ml (dose order was 84.06mg). The customer reported the pt has some right arm deficits. The customer did not provide any additional pt or event details.